Manufacturer narrative:
Updated sections: h2, h11. Additional information: further investigation confirmed the preoperative diagnosis of liver cancer as hepatocellular carcinoma based on postoperative pathological findings. The etiology of liver failure is suspected to be closely associated with the patient¿s moderate to severe fatty liver; however, the possibility of analgesic-induced acute liver failure, particularly related to acetaminophen use, cannot be excluded. Postoperative and follow-up computed tomography (CT) imaging demonstrated no evidence of portal vein or hepatic artery thrombosis, with all vessels intact. At present, the treatment outcome remains undetermined. Additionally, it is unclear whether doppler ultrasonography was performed to further assess the vascular flow.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that a patient underwent a da vinci-assisted left lateral lobe (segments ii and iii) liver resection for the treatment of early-stage liver cancer. Preoperative assessments, including physical examination and liver function testing, were within normal limits. Following the procedure, the patient developed acute liver failure and expired on postoperative day five. The surgical assistant reported that the robotic portion of the procedure was completed within two hours without any reported intraoperative complications. The specimen was removed approximately 1.5 hours later, with an estimated blood loss of 100 ml. At the conclusion of the surgery, the patient¿s vital signs were stable, and they were transferred to the general ward. On postoperative day one, routine liver function tests demonstrated significant abnormalities, indicating severe hepatic injury. The patient was subsequently transferred to the intensive care unit (ICU) for artificial liver support and dialysis therapy. The patient¿s condition continued to deteriorate, and expired on postoperative day five. The specific underlying cause of the liver failure has not been determined. The surgical team reported that they did not believe the event was caused or contributed to by the da vinci system, instruments, or accessories. Additional information has been requested; however, no further details have been provided.

Manufacturer narrative:
A review of the intraoperative event logs for the duration of this procedure found the system functioned normally and there were no relevant errors. Log review of the five subsequent procedures performed on the system found no errors occurred that would have likely caused or contributed to the reported event. The concomitant products that were used during this procedure were unavailable; therefore, no instrument logs are available for review. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report underwent a partial liver resection which was reportedly uneventful, and no intraoperative complications were noted at the time of surgery. Despite normal liver function preoperatively, the patient went into fulminant liver failure early after surgery for reasons that are not explained. The patient died on post operative day five. Although no allegations have been made against any intuitive surgical product, the potential cause and events that led to the liver failure are not provided. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical product or instrument contributed to this event.